Event description:
It was reported that this right atrial (ra) lead exhibited pacing impedance high out of range and no capture at max output. Noise signals were also seen. Xrays were performed and lead was confirmed to have been fracture. Lead will be extracted in the future. The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited pacing impedance high out of range and no capture at max output. Noise signals were also seen. Xrays were performed and lead was confirmed to have been fracture. Lead will be extracted in the future. The lead remains in service. No adverse patient effects were reported. Additional information obtained, the lead was explanted and replaced.

Event description:
It was reported that this right atrial (ra) lead exhibited pacing impedance high out of range and no capture at max output. Noise signals were also seen. Xrays were performed and lead was confirmed to have been fracture. Lead will be extracted in the future. The lead remains in service. No adverse patient effects were reported.